Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) was deployed once and successfully recaptured, due to high thresholds. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.